Event description:
It was reported that a (B)(6) transmission showed high pacing lead impedance on the rv lead. The patient presented at the or a week later for lead revision. When the new (competitors) lead was connected to the chronic ICD, dft testing was performed. Upon vf induction, the rep attempted a 15j pc shock because the vf detection criteria had not been programmed properly. Rf telemetry failed and the patient was rescued with external defibrillation. The device was reprogrammed and dft testing was performed again. After the shock was delivered, the programmer screen froze. Continuous charging and the inability to disable therapies was noted. The device was explanted and burn marks were seen on the device can and header.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of an output anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomaly was observed. Review of programmer printouts did not find any indication of an output anomaly. The cause of the output anomaly seen in the field remains undetermined.